Manufacturer narrative:
The reported events were for inability to extend the helix and high capture thresholds. As received, a complete lead was returned in one piece. The reported event for the inability to extend the helix was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the lead found an over torqued inner coil at the connector region. The reported event for high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for the inability to extend the helix was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. Upon repositioning the lead multiple times, the helix was unable to extend. The lead was removed and replaced. The patient was in stable condition.